Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during dwell one of four of peritoneal dialysis therapy. It was determined that the patient¿s initial drain volume was 83 ml. The patient reported feeling full, abdominal pain, shortness of breath, nausea and feeling cold. The symptoms were relieved by manually draining. Manual drain volume was 4139ml. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device evaluation was completed. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event since the cycle one manual drain volume was noted to be 4139ml and the largest fill volume was 2300ml. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the cause of the issue was false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.